Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6).

Event description:
It was reported the device did not generate an alarm for ventricular tachycardia at the central station or the nurse phones.